Manufacturer narrative:
According to the information provided, it was found that the output was over limit and issue was related to bacterial filter which was blocked. No more information about repair was provided. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the device's logs were not available for further analysis. The cause of the reported issue has been determined as most likely related to blocked bacterial filter. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.

Event description:
It was reported that the ventilator was malfunctioning and generating alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).